Event description:
The customer contacted stryker to report that their device's function buttons do not work properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate nor verify the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's function buttons do not work properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.